Manufacturer narrative:
(B)(4).

Event description:
Reportedly, a premature end of life of the subject device was suspected. It was explanted and will be returned for analysis.

Event description:
Reportedly, a premature end of life of the subject device was suspected. It was explanted and will be returned for analysis.

Event description:
Reportedly, a premature end of life of the subject device was suspected. It was explanted and will be returned for analysis.